Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for it was reported the patient called and stated that their wound started to leak really bad and they were having really bad pain in their wound area. The patient reported an emergency room visit (ER) on (B)(6) 2018. On (B)(6) 2018 at the ER visit, the wound was cleaned and evaluated. The patient later reported burning incisional post-operative pain with erythema and not feeling well "flu like". On (B)(6) 2018, the patient was advised to go to the ER. The patient was admitted to the emergency room (ER) for intravenous antibiotics/intravenous clindamycin on (B)(6) 2018. The event required in patient or prolonged hospitalization. The clinical diagnosis was other incisional site leakage and other incisional site infection. The outcome of the incisional site leakage was resolved without sequelae on (B)(6) 2018. The outcome of the infection was resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Previously reported method code no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was update to culture results show (B)(6), without system signs of infection on blood work ordered on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was administered medications on (B)(6) 2018 and (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.